Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slowly upward trending impedance, and out of range impedance measurements were reported. As such, a lead calcification was suspected, however this was never definitely confirmed. The lead impedances have been verified through device monitoring; and, no further actions have been taken at this point. No adverse patient effects were reported.